Event description:
Pt had a stryker pain pump model 501-140 in place and was taken to pacu for recovery. Pt began thrashing about and pulling at pain pump catheter. The catheter broke apart and the surgeon was notified. Surgeon tied off catheter and left it in place without the pain pump attached with instructions for the catheter to be removed at the normal time at the post op visit at surgeon's office. Surgeon notified or manager that there were two more incidents of pain pump catheters breaking during removal at surgeon's office. This surgeon described the catheter as being very brittle and that he had difficulty tying off the catheter in pacu the day of surgery because he kept breaking. The same day, another surgeon reported two more of the same pain pump and lot number as being brittle and breaking when they were atempting to remove the catheter at the office. At this time we identified that this lot number had a problem and we removed all from stock and notified the MFR.